Event description:
On 11/18/98 the account rec'd a negative hepatitis c virus 2.0 eia result on a serum sample. "Pcr" testing was performed on 12/4/98 and the sample was positive for hepatitis c virus. No treatment was given. No report of injury.